Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 11 previously reported events are included in this follow-up record.   Product return status 11 devices were received. Event confirmation status 8 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 5 devices were found to be affected by internal corrosion. 5 devices were found to be affected by mechanical damage. 1 device was found to be affected by non-stryker service.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 4 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter.   Product return status: 10 devices were received. 1 device investigation type has not yet been determined.   Event confirmation status: 8 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal component corrosion. 4 devices were found to be affected by damaged internal components. 1 device was found to be affected by worn internal components.   Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes 11 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 4 event had patient involvement; no patient impact.